Manufacturer narrative:
A philips field service engineer (fse) went on to customer site to evaluate the devices in question. The (fse) confirmed there was no sound coming from the speaker and a speaker malfunction inoperability. After the speaker assembly replacement the device was returned to functional use with no further issues identified. No further investigation or action is warranted at this time.

Event description:
The customer reported that the device has a loudspeaker error. There was no reported adverse event to the patient or the user. The device was not in use monitoring a patient at the time of the event.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address state (B)(6). Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
The customer reported that the device has a loudspeaker error. There was no reported adverse event to the patient or the user.